Event description:
First implanting 1998 in vermillion border. Onset of implant shortening date unk. Additional softform implanted 2001. Implant(s) explanted 2001. Dr reported that he expects this case to eventually become a lawsuit and on the device of his legal counsel he could only provide the dates of surgery and device lot numbers.